Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was black and had silver light that showed in parts of the screen. Reportedly, the damage blocked graphics and text. Customer's blood glucose was 87 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.